Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include endoleak, aneurysm enlargement, component migration.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up imaging identified evidence of 4cm of distal migration of the trunk-ipsilateral leg component, resulting in a proximal type I endoleak, and an unknown amount of aneurysm enlargement. It was reported that the patient¿s proximal neck dilated over time, causing the trunk-ipsilateral leg component to lose apposition to the aortic wall. There was reportedly no migration of the contralateral leg component. According to the report, the patient is currently asymptomatic, therefore the physician has elected to monitor the endoleak at this time. No further adverse events were reported. A reintervention is planned for an unknown date.